Manufacturer narrative:
All of the buttons functioned properly; no damage on the keypad assembly, no button error alarm and no moisture damage was found inside the insulin pump. Inspected the connector on the lcd and no unlock keypad connector. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was submerged in the swimming pool. Customer's blood glucose was 239 mg/dl at the time of incident. No further information was given.